Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the pt reported her insulin infusion set tubing separated. She said she noticed this after she checked her tubing when she felt nauseous and her blood glucose reading was 450 mg/dl. She said she could smell insulin and could see the tubing was "broken". She corrected her reading by changing her infusion headset and tubing and bolusing 3 units of insulin. She stated she did not keep the tubing and does not know the lot number or expiration date of the tubing. During troubleshooting, the pt stated the tubing had been in use for 10 days. She was advised to changer her tubing every 6 days. She stated she is aware of the recall. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.